Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d10; e1; g3; h2; h11. D10: medical product: right size f cemented option femoral component: catalog # 00588001602, lot# 65081208. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately one (1) year and ten (10) months post-implantation, the patient underwent revision surgery due to loosening of the femoral component. During the procedure, a fracture was found at the connection between the femoral stem extension and the femoral component. It was reported that there was no prior trauma that contributed to the event. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). D6a: exact date of implantation is unknown however is reported to have occurred in (B)(6) 2024. D10: medical product: unknown rotating hinge knee femoral component size f. E1: contact information for the healthcare professional that reported the event was redacted on the user report. G2: foreign: germany. H6: proposed component code: mechanical (g04) - stem. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.